Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced worsening coronary artery disease. The target lesion was located in the 1st diagonal with 90% stenosis and was 6.0 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 12 mm taxus perseus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented to the hospital with complaints of chest pain. Upon arrival at the hospital, the patient was noted to be in atrial fibrillation with a heart rate of 120. EKG revealed atrial fibrillation at a rapid ventricular beats 125 beats per minute with non-specific st-t wave changes. The cardiac enzymes were noted to be elevated. The patient was started on IV heparin and cardizem and was referred to another hospital for further evaluation. On arrival at the second hospital, IV medications were stopped. The patient reported that she was having minimal pain and was "not feeling short of breath." Cardiac catheterizations were recommended. The mid rca was treated with rotational atherectomy, balloon angioplasty and placement of 3.0 x 15 mm non bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. The lesion in the mid left anterior descending artery was planned to be treated in a staged fashion on the next day due to the complexity of the non target vessel re-intervention in the rca. The 95% stenosis in mid left anterior descending artery was treated with predilatation and placement of 2.5 x 18 mm non bsc drug eluting stent. Following post dilation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).